Event description:
It was reported that the programmer had hard drive and/or software problems. Specific details were not available. No information was received indicating patient involvement.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found that the device powers up ok with no software errors. The programmer has a broken overlay, power cord bay and keyboard hinges. The link electronic module (lem) board tested out of specification. The lower case was broken and the system fan was noisy.